Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported an intermittent speaker malfunction on the avalon fm30 fetal monitor. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Event description:
The customer reported an intermittent speaker malfunction on the avalon fm30 fetal monitor. It is unknown whether sound was still coming from the device, this information was not provided by the customer. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A philips-authorized service provider (sp) went onsite and determined that the sound amplitude on the main board was defective and the cause for the reported issue. The main board was replaced and the device returned to full functionality. The device failed to work as intended. The reported issue was caused by a malfunction of the device and was resolved by the replacement of the main board. The device remains at the customer site.